Event description:
The company was informed that the surgeon explanted the patient's device when he determined that the device was not in the cochlea. The patient was reimplanted with another advanced bionics cochlear implant.